Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, g3, g6, h2, h3, h6, h11. Corrected fields: a2, a4, a6, b6, b7. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
It was reported that the subject device had an occasionally noisy screen and e216. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5, h6, h11. The following reportable malfunctions were identified during the device evaluation: the air valve was dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope experienced a dirty air valve.